Manufacturer narrative:
This report is submitted on september 18, 2019.

Event description:
Per the clinic, the patient developed skin irritation at the implant site with use of the external processor. Antibiotics were prescribed (type not reported) to treat the irritation.